Event description:
The customer received a questionable intact human chorionic gonadotropin + the ss-subunit (hcg+b) result on their cobas e411. The patient's initial hcg+b result was 5.95 iu/l accompanied by a data flag. This result was reported outside the laboratory. The patient's initial result was not believed and the patient was held in the hospital until the result could be clarified. The patient's second result was 208.8 iu/l accompanied by a data flag. This result was believed and issued as a corrected report. This repeat result was from the primary tube. The patient's third result was 204.9 iu/l accompanied by a data flag. This repeat result was from the primary tube. The patient was not adversely affected by this event. The hcg+b lot number was 16250103 and the expiration date was 07/31/2012. No root cause has been determined. An investigation is ongoing.

Manufacturer narrative:
A specific root cause could not be determined. Calibration and quality controls were within ranges. There is no indication of a reagent issue. Based upon the information provided, the customer exceeded the sample tube manufacturer's recommendations for centrifugation. It is possible the event was due to improper centrifugation and sample handling. It is possible but less likely that there was an instrument issue. No additional information was provided regarding the instrument for further investigation. In this case a female patient was tested for pregnancy and the patient was held in hospital until final clarification of hcg status, otherwise the patient was not adversely affected.

Manufacturer narrative:
This event occured in (B)(6).